Event description:
The following info was received from the facility: the lumbar peritoneal shunt was placed in a pt for a cerebral tumor. The user facility reported that the pt had 37 mm of pressure and symptoms of papilledema. The pt appeared to be well for five days post implantation; then began to have headaches followed by convulsions. It was reported that the shunt was over-draining.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation will be conducted based on the reported info.